Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional coiling procedure. Reportedly, after the proglide knot was advanced to the artery, bleeding continued. The knot was held longer, using the knot pusher, and a suture break occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae and the patient was reported to be doing fine. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported suture break was confirmed. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.